Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, an (B)(6) female child patient's infusion set's tubing detached/broken at the site connector prior to insertion. The patient's blood glucose level was 300 mg/dl approximately at the time of the event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.